Manufacturer narrative:
(B)(4) - lens would not unfold. (B)(4).

Manufacturer narrative:
Evaluation results: visual inspection of the returned lens showed a haptic was torn off and missing and the piece received was split into two pieces. There was a clear surgical residue on the lens. (B)(4)

Event description:
It was reported that the surgeon inserted a cc4204a collamer plate and could not get it to unfold in the eye. The lens removed and replaced with the same model lens without any pt injury. The reporter stated the vent was the result of a loading error.